Event description:
It was discovered that there had been a detachment of the catheter from the lifesite device. The pt was taken to surgery where the catheter was retrieved and new catheter inserted and attached.